Event description:
The customer alleges that the connector keeps cracking and breaking. The alleged issue was detected in the operating room and prior to patient use. No report of a patient injury or harm.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. The device history record investigation did not show issues related to complaint. A document assessment (fema) was conducted and no changes were required.